Manufacturer narrative:
The navio pin driver, part number 110164, lot number 886499, intended for use in treatment was returned for evaluation. There was a relationship between the device and the reported event. The reported problem was visually confirmed. The socket was completely disconnected from the pin driver shaft. The reported problem could not be functionally evaluated because the socket was completely disconnected from the pin driver shaft. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. An investigation has been conducted and the systemic issues of potential manufacturing factors as well as potential design issues are ruled out as part of this investigation. As such, the potential root cause of this failure mode is believed to be due to a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. Nevertheless, the risk profile still meets the navio risk management and the lifetime analysis meets the requirement. In addition to that, there have been no reports of hazardous situation beyond a minor case delay (<30 minutes) as well as no harm to patient due to this failure mode on all of the reported instances. As such, no further actions are required.

Manufacturer narrative:
H3, h6: the navio pin driver, part number 110164, intended for use in treatment was returned for evaluation. The reported problem was visually confirmed. The socket is detached. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to broken/damaged parts. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure is being conducted to determine if additional actions are required.

Manufacturer narrative:
The navio pin driver, part number 110164, lot number 886499, intended for use in treatment was returned for evaluation. There was a relationship between the device and the reported event. The reported problem was visually confirmed. The socket was completely disconnected from the pin driver shaft. The reported problem could not be functionally evaluated because the socket was completely disconnected from the pin driver shaft. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. An investigation has been conducted and the systemic issues of potential manufacturing factors as well as potential design issues are ruled out as part of this investigation. As such, the potential root cause of this failure mode is believed to be due to a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. Nevertheless, the risk profile still meets the navio risk management and the lifetime analysis meets the requirement. In addition to that, there have been no reports of hazardous situation beyond a minor case delay (<30 minutes) as well as no harm to patient due to this failure mode on all of the reported instances. As such, no further actions are required.

Event description:
It was reported that, during a navio tka demo, a pin driver presented an internal damage and it won't capture the pins. There was no patient involvement. No other complications were reported.